Event description:
Reporter indicated that a patient implanted with the vns had died on (B)(6) 2012, but no other information was known. The patient was implanted with the vns for nearly 6 years. All attempts for additional information from the reporter have been unsuccessful to date. The disposition of the vns device is unknown as the obituary did not list a funeral home.

Event description:
Reporter indicated the patient had been ill a week prior to his death (illness not specified). The cause of death was sudep, and the death was not related to the vns. No recent lab reports or findings were relevant to the death. An autopsy was performed but results were not provided. It is not known if the vns was explanted after death. The death was not witnessed and occurred at home. The patient was found in bed in full arrest. The patient did not have a history of drug abuse or cardiac/respiratory events. The patient was taking oxcarbazepine, phenobarbital, topiramate, and topamax medications and the patient was compliant with medications.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient's cause of death was spastic cerebral palsy.